Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional stenting procedure in the superficial femoral artery (sfa). Reportedly, when the plunger was retracted a suture break occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the suture was not returned, the reported suture break could not be confirmed. Device analysis revealed a cuff miss occurred which could appear very similar to the reported suture break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non- conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.